Event description:
A surgeon reported a probe broke during a procedure. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
A 23ga probe was returned for evaluation. The probe was found to be broken at the port area. The probe was disassembled and the components inspected. The inner cutter exhibited significant wear (and reshaped edge) on the cutting edge indicating the probe may have been used extensively. The ported needle failure occurred during use since the cutter showed significant wear. The body needle assembly did not have the positive-stop feature. The customer did not provide a lot number. Therefore, the device history record review could not be performed. The root cause is related to a material failure. An internal investigation was implemented and completed to address port failure issues. A "positive stop" feature has been redesigned into the 23ga probe. (B)(4).